Event description:
A surgeon reported that bilateral intraocular lenses (iol) were exchanged for a different model lens. The surgeon reported the lenses were implanted by another surgeon one year ago. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Additional information was requested on 11/02/2011 and 11/17/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).